Event description:
A physician reported that aspiration failure occurred during ultra sound mode of cataract surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet active console fluidics management system was visually inspected. The lower left aspiration port behind the elastomer region was occluded with flash. The sample was tested using a console. The sample failed to prime and generated a system message code. The investigation found the source of the occlusion to be related to a broken pin on the cassette base mold. Without the pin, the fluid hole was unable to form and caused the occlusion resulting in the customer¿s experience. This defect was identified during molding inspection and an investigation was opened to document the incident and reconcile impacted product in order to prevent product release to customers. During the investigation we found there was impacted product inadvertently released. The root cause of this investigation was determined to be related to procedures not being clearly defined which led to the release of impacted product. There was a gap in the quarantine process of product because the method of scoping impacted product was not defined. Material handling was also determined to be a potential contributing factor. Action was taken to determine root cause and implement corrective actions for this complaint and complaints of a similar nature. To address root cause the following corrective actions were initiated. - procedural enhancements to clearly define quarantine process and scoping method of impacted product. This includes establishing standard definition of rolling line clearance and updating existing line clearance procedures for all lines as applicable. - create a prototype line clearance model that will allow production to perform a full line clearance between orders. This will improve traceability on raw material fed into the machines by enabling production to identify and address batches that will not be consumed in the next order or identify the batch that was incorrectly consumed in the current order. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).